Event description:
It was reported that the user experienced a continuous glucose monitor signal loss on the ilet while dexcom readings continued in the dexcom application, and the ilet glucose display resumed without intervention before troubleshooting. Symptoms included no reported clinical effects. Outcomes included no impact to health and no medical treatment or hospitalization. Investigation included customer service review and troubleshooting guidance. Investigation of this case revealed a transient communication interruption between the ilet receiver function and the dexcom cgm signal that self-resolved, with no device component replacement or persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary signal disruption that did not recur and did not require further action.